Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 204 mg/dl on their blood glucose meter. The consumer bolused 13 units of insulin based on the 204 mg/dl result. Subsequently, the consumer experienced a hypoglycemic event, which did require emergent food intervention to bring up his blood glucose level. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for eval, however, the test strips were used by the consumer.